Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display malfunction was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to a defective main display. The main display was replaced to correct this condition. The user interface module software version for this device is colleague 2006(6.13.90). This issue is being investigated through CAPA.

Event description:
The facility reported a colleague infusion pump with a display malfunction. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.